Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 442 mg/dl. Customer felt thirsty. Customer reported that they forgot to do the bolus before changing the reservoir. The insulin pump will not be returned for analysis.